Event description:
It was reported that the battery depleted quicker than expected (3.6 years per longevity calculator). Device was explanted and subsequently tested out of specification at the manufacturer. No patient complications were reported since device was removed from service.